Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. During the revision procedure, the implanting physician was unable to successfully re-cannulate the main coronary sinus, making repositioning of the lv lead impossible. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.